Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: the device related to the reported event of deflation was received on sep 28, 2021 with lot number 1344938. Visual analysis of the returned device identified; fold creases, linear opening, brown particles in shell and valve. The leak test and microscopic analysis was performed which identified: wear abrasion, a sharp opening on radius side in the same location of crease. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.